Event description:
The reporter stated that there were boluses that were not noted in the pump history. The reporter stated that it was unclear if the patient really delivered the boluses or not as the reporter was not present at the time. The reporter stated that the patient used the pump for bolusing. The reporter stated that the pump was not present to troubleshoot at the time but there were no known keypad issues. Animas made multiple attempts to follow up without success. This report is made based on the allegation that the pump bolus history may have been inaccurate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.